Event description:
It was reported that the physician had called boston scientific technical services for advice on troubleshooting this cardiac resynchronization therapy defibrillator (crt-d). The device respiratory rate trend (rrt) feature was disabled by the device on june 2022 due to two signal artifact monitoring (sam) episodes and the physician suspected external interference. There was no out-of-range impedance measurement recorded but there were few seconds of rrt noise observed. Boston technical services indicated that the cause does appear to be from an external interference. Today, all measurements were in normal range. The physician reactivated the rrt feature by selecting the rv lead only due to atrial fibrillation. There were no adverse patient effects reported. The device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician had called boston scientific technical services for advice on troubleshooting this cardiac resynchronization therapy defibrillator (crt-d). The device respiratory rate trend (rrt) feature was disabled by the device on june 2022 due to two signal artifact monitoring (sam) episodes and the physician suspected external interference. There was no out-of-range impedance measurement recorded but there were few seconds of rrt noise observed. Boston technical services indicated that the cause does appear to be from an external interference. Today, all measurements were in normal range. The physician reactivated the rrt feature by selecting the rv lead only due to atrial fibrillation. There were no adverse patient effects reported. The device remains in-service.